Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with no signs of external damage. Event log history was performed and indicated that primary audible alarm post was recorded in history. During analysis, the reported issue was not able to be duplicated. Service replaced the speaker as a preventive measure, performed power up process, and preventive maintenance and all functional tests passed. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump a non-stop alarm, system failure and primary audible alarm post. No adverse effects were reported.